Event description:
It was reported that the patient noticed beeping tones coming from this subcutaneous implantable cardioverter defibrillator (s-ICD). A battery depletion (bd) alert was identified and premature battery depletion (pbd) was suspected. Consequently, the physician decided to explant and replace the device. No additional adverse patient effects were reported. The patient did not give consent to return the device to boston scientific for analysis.